Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer is having issues with the reservoirs and quickset serters. Customer's blood glucose level was 40 mg/dl. Customer was admitted to the emergency room later that day. Customer is not using the insulin pump because of a no delivery alarm, since they cannot get the cap to lie flat on the reservoir. Customer was using manual injection and lantis to bring down their blood glucose which was 334 mg/dl. However, customer went really low to 40 mg/dl which led to the hospitalization later that day. Customer was wearing the insulin pump at the time of hospitalization. Customer was having diarrhea, stomach ache and vomiting. Customer advised the device does not show full battery when battery is replaced. Troubleshooting for the battery cap was performed. Customer was unable to remove the battery cap and wanted the device to be replaced. Customer was advised that the device would be replaced and agreed to return the product for analysis.